Event description:
(B)(4). I started bleeding every time I would push to have a bowel movement or blow my nose. Then I started bleeding heavy every time I had sex. I had constant pain on my right side and lower back. I also kept a low grade fever.